Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the customer received a urethral dilation balloon catheter that was contaminated with a piece of metal inside the closed package. Occurrence was discovered prior to patient contact. The patient did not experience any adverse effects.

Manufacturer narrative:
Investigation evaluation: it was reported, the customer received a urethral dilation balloon catheter that was contaminated with a piece of metal inside the closed package. Occurrence was discovered prior to patient contact. The patient did not experience any adverse effects. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One device unopened was returned for investigation. A piece of metal was noted to be present in the package. The source of this metal piece was unable to be determined. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. The relevant manufacturing documents were reviewed, and it was concluded that the stent was adequately inspected during quality control. The information provided upon review of complaint file and quality control documents did not provide evidence to suggest additional items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: ¿how supplied: do not use the product if there is doubt as to whether the product is sterile.¿ the complaint was confirmed based on evaluation of the returned device. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint was a quality control deficiency; employee awareness of the issue was conducted. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.